Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have commenced forward firing at 56,260 joules. The procedure was completed with a second fiber. "The pt experienced no complication during the procedure. The procedure was completed successfully."

Manufacturer narrative:
(B)(4).